Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported migration (clip tilted) was due to a combination of challenge anatomy and procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted on the mitral valve. It was noted that after deployment, the clip tilted into a posterior position. Mr was reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.